Manufacturer narrative:
Per good faith effort (gfe) response received, the biomedical engineer (bme) stated that the navigation ring was completely not functioning, so there was no jumping value. Although the navigation ring was not working, the touch screen allowed the user to change, accept, or cancel the value. The bme also noted that the ventilator¿s output or delivered therapy did not change without any user input. After confirming that the navigation ring was completely not functioning, the bme replaced the front bezel, successfully performed performance specification testing, and returned the device to service.

Event description:
Philips received a complaint by the customer on the v60 indicating an inability to change the value. There was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). No patient or user harm was reported. The customer called technical support to report an inability to change the value. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp replaced the front bezel, after which the issue was resolved as the device passed the required performance verification tests per philips standard. Further case information regarding whether the device has been placed back in service is still pending.